Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) patient cable has a loose rubber encasing. Additionally, the red battery strap was missing. The mpu would not turn on.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the patient cable rubber encasing, a missing red battery strap, and the mobile power unit (mpu) not turning on was confirmed. During the evaluation of the returned mpu, serial (B)(6), the patient cable rubber encasing was coming loose around both connectors and the red battery strap was missing. The system did not power on. The fuse of the power supply board was noted to be open. The patient cable, red battery strap, and power supply pcb were replaced, and all tests were performed per procedure. The patient cable, red battery strap, and membrane were replaced, and preventative maintenance was performed. The unit was returned to the rental pool. The power supply pcb was forwarded to ppe for further evaluation. Visual inspection of the power supply pcb confirmed the fuse f1 to be open and was replaced. The power supply was placed in a test unit and functioned as intended. A root cause for the reported events were not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. (B)(6) was shipped to the customer on 01sep2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 IFU (rev. G) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU (rev. G) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6- ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.